Manufacturer narrative:
Meter (B)(6) has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no visible contamination or damage was observed. Meter powered on with button depression. Control solution testing has been performed and all results were within range specification. No malfunction or product deficiency was identified. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Partial product was not returned for this complaint. Dhrs for the freestyle neo meter optium were reviewed and the dhrs showed the freestyle neo meter optium passed all tests prior to release. Dhrs for the precision test strips were reviewed and the dhrs showed the precision test strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in specification and passed. If the strip is returned, the case will be re-opened and a physical investigation will be performed all pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 3 mmol/l, 18 mmol/l, and 5 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter (B)(4) has been returned and investigation is pending at this time. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 3 mmol/l, 18 mmol/l, and 5 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.